Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 19 mmol/l and customer administered an insulin injection to resolve bg. Customer reverted to an alternate method of insulin therapy. No further information was provided.